Event description:
It was reported that the pump was indicating an audible alarm bgnd (background). No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. All cases were in great condition and there was no physical damage. Event history log (ehl) showed a primary audible alarm bgnd (background) test. An occlusion test was performed and the reported problem was not duplicated. Root cause could not be determined; no physical or any other damage was found on speaker or interconnect board; interconnect board cable connector was glued into main board. Actions were taken to mitigate the reported issue: replaced speaker for preventive measure, performed occlusion test and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.